Manufacturer narrative:
Block b3: date of event was approximated to january 01, 2025; no specific event date was reported. Block h6: device code a0501 captures the reportable event of tip detached. Block h11: an ultraflex tracheobronchial distal release covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully covered and undeployed; and the suture was found detached. In addition, the tip of the device was not returned, it detached. No other problems were noted to the stent and delivery system. Product analysis confirmed the reported event of device damaged/defective as the tip of the stent was detached. The investigation concluded that the reported event and additional observed damages were most likely due to procedural factors as lesion characteristics, handling of the device and the technique used by the physician (force applied). Therefore, the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted during an unspecified procedure performed on an unknown date. It was reported that the device was found defective before the procedure. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts. Noted: this event has been deemed an MDR-reportable event based on investigation results, which revealed that the tip was detached. Please see block h11 for full investigation details.